Event description:
An anomaly was found in the odyssey radiation therapy treatment planning system software, versions 4.6, 4.7, and 4.8, such that under certain conditions when the user modifies a treatment plan, the software changes previously calculated schedule (monitor units). Under these conditions, the user is able to fix and export treatment plans with incorrect monitor units (mus) without knowledge that the mus have changed. The anomalies can be reproduced in the following conditions: changing the dose, dose per fraction, or the number of fractions for a prescription when the plan contains other previously calculated unfixed prescriptions of type (imrt, imat or region dvh) and the other prescription(s) are not recomputed prior to exporting. Changing the prescription sequence number for a prescription when the plan contains other previously calculated unfixed prescriptions for type (imrt, imat or region dvh) and the other prescriptions are not recomputed prior to exporting. The incorrect mus may exist in the export of the rt plan file and the odyssey excel report.

Manufacturer narrative:
An urgent software issue notification letter will be distribution to all affected customer's by september 2, 2013, with a description of the anomaly and user corrective action steps. The letter will also be distributed to the permedics sales organization, informing them of the issue. In the corrective action steps the user will be directed to perform a full-recompute prior to all exports on all plans containing prescription type (imrt, imat and region dvh). Following this step eliminates the occurrence of this issue. Permedics is aware of fifteen (15) locations where the odyssey treatment planning system software is installed. Of these, eight (8) have active / supported versions (4.6, 4.7 and 4.8) installed, and one has version 4.5 (inactive and unsupported). The remaining six (6) are demonstration software versions that are incapable of producing treatment planning output for clinical use.